Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, (B)(4) has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the report of hemolysis and suspected thrombus could not be conclusively determined as the pump was not returned for analysis. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient presented with hematuria and elevated lactate dehydrogenase (ldh). Approximately five months prior, the patient had dark urine and elevated ldh. At that time, the patient was successfully treated with a reduced dose of thrombolytics. The event from five months ago was previously unreported to the manufacturer. On (B)(6) 2017, the patient¿s pump was exchanged. During the exchange, a small inlet thrombus was visualized. No additional information was provided.